Manufacturer narrative:
According to available information, this lead and device remain implanted and in service. Should additional information be obtained, this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was exposed to simulated heart load conditions, and then tested the pacing a comprehensive series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Analysis could not determine a reason for the reported clinical allegation and concluded this device met specification.

Event description:
Boston scientific received information that during a follow up visit, a review of the arrhythmia log book revealed an episode of noise on the right ventricular pace/sense lead resulting in pacing inhibition approximately five seconds. The patient with this lead experienced no adverse patient symptoms. The noise could not be reproduced by isometrics. Further monitoring of the lead will be performed.

Event description:
Additional information was received. A replacement procedure was performed. This device was removed, replaced and returned for analysis. In addition, the pace/sense pin of this right ventricular lead was surgically abandoned. No adverse patient effects were reported.